Event description:
It is reported that the modular electric/battery double trigger handpiece serial number (B)(4) cannot be stopped by the trigger. There was no pt harm or delay reported.

Manufacturer narrative:
The product serial number (B)(4) was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once device is returned and the investigation is complete.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece serial number (B)(4) was returned for complaint investigation. Upon receipt, it has been confirmed that the trigger were blocked (mechanical issue). The electric front face which includes triggers has been replaced. The reported defect is not confirmed. The device has been returned to the customer.